Event description:
The initial reporter complained of a discrepant positive result for 1 patient sample tested for elecsys anti-hav igm (anti-hav igm) on a cobas e 801 analytical unit. The initial result was 1.17 coi (positive). The repeat result was 0.16 coi (negative). The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The anti-hav igm reagent lot number was 66399901 with an expiration date of 31-jul-2023. After the customer received out-of-range qc results, they identified the questionable result. The field service engineer (fse) found damaged tubing on a reagent pipetter. After replacing the tubing the system worked correctly. The service actions resolved the issue.